Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she needed medical intervention twice within a one month span. The first time was for high blood glucose and the second was for low blood glucose. The customer's blood glucose at the time of the hospitalization for her high was 535 mg/dl. She bolused twice but none were delivered due to a bent cannula. The infusion set was changed and her blood glucose began to come down. Troubleshooting occurred to inspect the pump but it seemed fine. A high pressure test could not be performed due to lack of a tubing clamp. The second medical intervention occurred over three weeks later for a low blood glucose of 12 mg/dl. Ems came to her home and treated her. She stated that her blood glucose was 514 mg/dl and she took too much insulin close together, and two different types of insulin as well. The pump was inspected during troubleshooting and no anomalies were apparent. No products were shipped or returned.